Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the motor control board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails code 50 and code 51. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails code 50 and code 51. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. We will submit a supplemental report with additional findings when the information is made available.

Event description:
It was reported that during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails code 50 and code 51. There was no patient involvement, and no adverse event was reported.